Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, manufacturing lot number ngju0233 and batch number myjy6211. Visual inspection noted no obvious observations. Unable to inflate with returned syringe and in-house syringe. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could inflate balloon. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.027¿ and below could freely pass through lumen. 0.028¿ - 0.034¿ took some effort to get through and 0.035¿ and above cannot pass through. Based on physical sample received the product does not meet specifications according to (B)(4) which states "shaft must not be damaged or pinched." A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during use the foley catheter cuff did not inflate.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital, medical corporation. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during use the foley catheter cuff did not inflate.